Event description:
The issue reported concerned the touchscreen of a pump, which was unresponsive and wouldn't register user inputs. A specific value wasn't noted, the display showed "high." To address this, the customer performed a correction injection via manual daily injections (mdi). Technical support provided information for resetting the pump, and the customer successfully executed the reset, resolving the issue and restoring touchscreen functionality.